Manufacturer narrative:
Date rec'd by MFR: 16oct2019. The data acquisition (da) board was returned for failure analysis. The da board revealed no signs of damage or contamination. During investigation, it was determined that a defective u7 component caused the pressure accuracy failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 01jul2019. Date of report: 22jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the data acquisition board and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jun2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit had a faulty pressure sensor. There was no patient involvement.